Event description:
It was reported that the system 9800 intermittently would not boot and that the cine playback would sometimes be lost. There was adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported problem of not booting could not be duplicated. The reported problem of lost cine images was duplicated and found to be caused by poor connection between the cine drive circuit board and the backplane circuit board. The system was tested and found to be working as intended and placed back into service.